Manufacturer narrative:
(B)(4). Date of event - correction; describe event or problem - correction; initial reporter information - correction.

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced an intermittent out of range signal.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced an intermittent out of range signal. No additional patient or event information is available.